Manufacturer narrative:
During functional inspection, the service technician noted the release collar and release pins were missing. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the release for the attachments have fallen off during set up. No associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.